Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unspecified respiratory issues following an scs lead implant procedure. In turn, the patient was hospitalized for a couple of days. The patient's issue resolved on its own.